Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation whuhan haiyunwang commerce and trading company, ltd contacted cook on 17feb2023, concerning a rosch-uchida transjugular liver access set (rpn: rups-100, lot number: 14858927). The patient was undergoing a transjugular intrahepatic portosystemic shunt (tips) procedure on (B)(6) 2023. The access site was the hepatic portal vein. As the customer was withdrawing the sheath from the rosch-uchida transjugular liver access set, a long transparent unidentified object came from the sheath. No part of the device remained within the patient. The patient did not require any additional procedures due to this event. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures and instructions for use (IFU) of the complaint device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot 14858927 and the related subassembly lots revealed three relevant non-conformances, in which all affected devices were scrapped. All other devices were 100% inspected per quality control. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode. The product is supplied with an instructions for use (IFU) pamphlet, t_rups_rev4. In the warnings section it states: if resistance is encountered during the advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. In the instructions for use section, it states: 13.) Following completion of diagnostic and interventional procedures, remove the introducer sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the introducer sheath, consider reinserting the dilator and removing the sheath and dilator as a unit. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. With evidence gathered from a review of the dmr and the DHR, as well as no product return, cook was not able to find evidence the product was manufactured out of specification. There is no evidence of non-conforming material in house or in the field. Based on the information provided, no returned product and the results of the investigation, the root cause was determined to be a component failure due to manufacturing deficiencies. Incorrect flaring in the hub of the catheter likely contributed to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Appropriate measures have been initiated to address this failure mode. A CAPA is in progress to further investigate this failure mode with this device. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h10. Investigation ¿ evaluation. (B)(6) contacted cook on 17feb2023, concerning a rosch-uchida transjugular liver access set (rpn: rups-100, lot number: 14858927). The patient was undergoing a transjugular intrahepatic portosystemic shunt (tips) procedure on (B)(6) 2023. The access site was the hepatic portal vein. As the customer was withdrawing the sheath from the rosch-uchida transjugular liver access set, a long transparent unidentified object came from the sheath. No part of the device remained within the patient. The patient did not require any additional procedures due to this event. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures and instructions for use (IFU) of the complaint device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a photo of the device provided by the facility showed clear delamination of the inner liner. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot 14858927 did not reveal any nonconformance. The sheath sub-assemblies did have relevant non-conformances, in which affected devices were scrapped, and the rest were 100% inspected per quality control. There are no other complaints on this lot. Additional related lots were reviewed, and no related non-conformances or complaints were found. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode. The product is supplied with an instructions for use (IFU) pamphlet, t_rups_rev4. In the warnings section it states: if resistance is encountered during the advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. In the instructions for use section, it states: 13.) Following completion of diagnostic and interventional procedures, remove the introducer sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the introducer sheath, consider reinserting the dilator and removing the sheath and dilator as a unit. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the provided photo, cook concluded the device was manufactured out of specification. However, based on review of the device master record and the device history record, there is no evidence of additional non-conforming material in house or in the field. From the information provided, examination of a photo provided by the facility and the results of the investigation, cook concluded that the main cause of failure is manufacturing related. Multiple factors could have contributed to the delamination, including potential issues with the liner material, heat sealing process, flaring process, and/or tipping process. However, since the device was not returned, a definitive source of the delamination could not be isolated. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
In additional information received on 27feb2023 and 02mar2023, a 53-year-old male patient underwent a transjugular intrahepatic portosystemic shunt (tips) procedure. The access site was located in the hepatic portal vein. As the rups-100 sheath was withdrawn from the body, a long transparent unidentified object came from the sheath. It was confirmed that no adverse effects were experienced by the patient. The product will not be available for return, as it was discarded by the facility.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the sheath of a rosch-uchida transjugular liver access set delaminated. A "foreign body" was observed along with the outer sheath when removed from the patient. Per image provided by the customer, the "foreign body" was a result of delamination of the sheath. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.